Event description:
It was reported that this ra/lv lead configuration may require further evaluation, as remote transmission indicated that the right atrial (ra) and left ventricular (lv) pacing thresholds could be elevated. No root cause was confirmed. No adverse patient effects were reported. This lead remains in service.